Event description:
Additional information was received indicating high out of range shock impedance measurements continue to be observed. In clinic testing revealed acceptable measurements in coil to can shock configuration. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The shock configuration was reprogrammed to coil to can and the system will continue to be monitored. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the implantable cardioverter defibrillator (ICD) with right ventricular (rv) lead exhibited high out-of-range (oor) shock lead impedance greater than 200 ohms. Isometrics were performed as well as standard triad configuration and distal coil to can, no oor impedance was observed and will continue to watch in triad. The field representative also stated that the device beeped about three months ago. Boston scientific technical services (ts) stated to continue to monitor and should also consider taking out superior vena cava coil and program coil to can. Further, ts discussed if oor, beeping tone will be 16 times every 6 hours. Attempts to obtain additional information were unsuccessful. The system remains in service. No adverse patient effects were reported.